Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the intermittent communication error caused the system to lock up. There is no report of death or serious injury.